Event description:
It was reported that balloon rupture occurred. The 88% stenosed, 28-32mmx4.0-4.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the balloon ruptured during first inflation and the device was completely removed from the patient's body without any intervention performed.

Manufacturer narrative:
E1 initial reporter facility name: device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation on the strain relief and the hub was missing. There was a complete separation at 93.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 88% stenosed, 28-32mmx4.0-4.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the balloon ruptured during first inflation and the device was completely removed from the patient's body without any intervention performed.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 88% stenosed, 28-32mmx4.0-4.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.